Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had multiple stations on critical override. The remote monitoring supervisor found that the ds server reports backups were taking up space. Cleared backup files older than 15 days, e drive is now having 31% free space. The resolution was taken from the parent case (B)(6). The system functioned as intended after the remote monitoring supervisor troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a communication issue. The customer stated that multiple stations are on critical override causing a delay in dispensing medications to the patient. The customer mentioned that their remote pharmacy is close and not assisting them. There were no adverse events or injuries reported based on this event.